Event description:
--

Manufacturer narrative:
This lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up it was noted that the device was programmed to right ventricular (rv) lead only. At some point post implant, the left ventricular (lv) lead dislodged and the device was programmed to the right ventricular (rv) lead pace only. There are no plans to replace the lead. No adverse patient effects were reported.

Manufacturer narrative:
--